Event description:
The customer reported a speaker malfunction on the monitor. The customer stated that there was no sound being emitted from the monitor. No adverse pt impact was reported as a result of this failure.

Manufacturer narrative:
(B)(4). In an abundance of caution, we will report this incident as the user would not hear the alarm at the primary monitoring source which may lead to a delay in pt care. Product labeling states: warning - do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. A follow up report will be submitted upon completion of the investigation.